Event description:
Customer called to report that they could not read the time on the bolus amount correctly. Troubleshooting was performed. Pump had missing segments on display. Customer denied that the device was dropped, bumped, or exposed to moisture.